Event description:
Device malfunction: cuff miss (device # 3). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at and proglide devices attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. A guide wire was re-inserted into the artery and the device was removed. A second perclose at and a perclose proglide was attempted with the same results. Hemostasis was achieved using manual compression. Though requested, no additional info was available.

Manufacturer narrative:
Device #1 and device #2 - perclose at (part # 12337-04; lot # 48076-6h), are being filed under medwatch reports 2953144-2008-00275 and 2953144-2008-00276. Eval summary: eval of the returned device found it was partially deployed and the suture was still loaded in the suture lumen. The link was intact. The anterior cuff was not attached to the needle and its tabs were broken and bent, indicating the cuff was captured and then detached. The posterior cuff remained loaded in the foot pocket; which confirms the reported cuff miss. The posterior needle was bent at the proximal end indicating it had struck the posterior foot and missed the cuff. This was evidenced by a strike mark detected on the posterior foot. During testing the original plunger could not be reinserted, a proxy plunger was used to test the needle travel, which was found to be acceptable. The results of the testing indicate the original posterior needle was deflected striking the cuff during deployment and bending the needle. No info regarding the patient's anatomy was provided. A root cause for the cuff miss could not be determined based on the investigational findings. No manufacturing issues were detected. A review of the history record for this device did not produce any findings relevant to this investigation.